Event description:
It was reported by the surgeon that the patient requires a revision procedure as the distal femur has fractured at the shaft/femoral junction. The primary surgery was approximately 11-12 years ago.

Manufacturer narrative:
The implant has not been returned for evaluation, therefore a visual inspection has not been possible. It is possible the fracture is related to the length of time it has been implanted. A review of the manufacturing history confirms no non-conformances were identified. Requests are being made for additional information and a supplemental report will be provided if this information is received.

Manufacturer narrative:
The fractured mets distal femur was in situ for 11 to 12 years. Based on a review of the provided information, the reported fracture was confirmed. The observed fracture could be as a result of patient factors such as trauma, obesity, activity levels, disease progression and/or surgical factors or preferences and not necessarily related to the device itself. The complaint is being closed, and is being tracked and trended.

Event description:
It was reported by the surgeon that the patient requires a revision procedure as the distal femur has fractured at the shaft/femoral junction. The primary surgery was approximately 11-12 years ago. This is a supplemental report to 3004105610-2014-00186 (B)(4).